Event description:
New information received notes that no telemetry issue was noted. No intervention was reported.

Event description:
It was reported that a patient presented with loss of telemetry and missing electrocardiograms noted on the patient's implantable cardioverter defibrillator. The device remains implanted. No adverse patient consequences were reported.